Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm occurred during testing. The device was also received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error and the buttons had been sticking. Customer's blood glucose was over 200 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.